Event description:
It was reported that the surgeon fired the device across the appendix. The surgeon stated that the staple line was bleeding and he had to hand stitch it. There was no consequence to the pt.